Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2014; during the same surgery the patient was re implanted with a new device.the device has not been made available for analysis as of the date of this report, (B)(6) 2014.this report is filed july 29, 2014. Device is currently unavailable.